Event description:
The customer reported experiencing high blood glucose for the past day. The blood glucose reading was 500 mg/dl. The caller stated that she did not check the infusion set before discarding. The caller was not feeling well and had treated with manual injection of 10 units. The customer has only had her device for a week and was very confused and frustrated. Advised the caller to lay down and call back when she felt a bit better to complete the troubleshooting. The customer called back a day later to inform that she was doing well and her glucose level went back to normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.